Event description:
During initial lead placement, the patient's dura was punctured. The lead was removed. After the surgery, it was reported that the patient had migraines, vomiting and seizures. The patient was transferred to a primary hospital under emergency care. The patient has since been released.

Manufacturer narrative:
The leads were discarded and will not be returned for evaluation. This is the final report.